Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited increased thresholds and decreased impedance measurements on the right ventricular (rv) lead. It was noted that the changes in thresholds and impedances occurred after the patient's coronary artery bypass grafting (CABG) surgery. The physician elected to explant and replace this rv lead, as they suspected the lead may have been damaged in the unrelated surgery. This crt-d remains in service. No additional adverse patient effects were reported.